Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a trial procedure to receive a lead for off-label use. It was reported the doctor experienced difficulty inserting the lead. An impedance check was performed and invalid contacts were revealed. It was also reported the lead appeared to be kinked. As a result, another lead was used to successfully complete the procedure.